Event description:
International customer reported that the suture extruded at an unspecified time, following a diagnostic re-exploration procedure. The suture was removed by an unspecified technique.

Manufacturer narrative:
The actual device associated with this event is not known. International affiliate reports the following possible products: lot: bdm880, mfg: 04/01/2009, exp: 01/31/2014. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate events were reported. See 2210968-2009-01112 for the other medwatch. The same pt is represented in each medwatch.